Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a long standing infection, renal dysfunction and was on dialysis. The pt suffered a subarchnoid bleed. Support was withdrawn and no autopsy was performed.

Manufacturer narrative:
The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.